Event description:
Customer reported that the buttons were not fully responsive. The blood glucose reading was 231 mg/dl. She did not recall any significant event leading to the keypad issue and stated that it was likely just due to wear and tear. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.